Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00864. It was reported that catheter entrapment occurred.   The target lesion was located in the superficial femoral artery. Vascular access was obtained using a 5fr 45cm non-bsc introducer sheath. A 5.0x200x135cm mustang balloon catheter was advanced over the magic torque guide wire. After inflation, the balloon was removed and great resistance was encountered upon pulling the balloon through the sheath. It appeared that the balloon catheter was stretching and discoloration from black to gray was noted. The physician was unable to pull the balloon out, the device was stuck in the wire. The  balloon and the wire was then pulled out as a unit. The device was replaced with a new guide wire and proceeded with the next therapy. The procedure was completed. No patient complications were reported and the patient's status was fine.